Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter was defective / damaged on (B)(6) 2025, during the process of advancing the needle for an intravenous catheter, the connection between the needle and the needle handle broke.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: (b.5.) Description of event. Investigation results: no abnormality is found in process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received for further examination, and the condition of the defective sample cannot be identified, so the root cause of the complaint defect cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
On (B)(6) 2025 09:12 during the insertion of an IV catheter prior to intravenous infusion, the catheter tube could not be advanced during the puncture process, resulting in an unsuccessful insertion. Upon removal, a side hole was observed adjacent to the catheter tube. A new catheter was immediately replaced.